Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated that the atrial lead also exhibited a mechanical breakdown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled lead revision procedure. The physician noted that the atrial lead exhibited lead noise. Prior to the procedure, the lead was tested and noise oversensing resulting in frequent inappropriate pacing mode switch was observed. The lead was then explanted and replaced. No complications were noted and the patient was reported to be in stable condition.

Manufacturer narrative:
The reported events of oversensing noise and ¿mechanical breakdown¿ were confirmed. Final analysis found the partial lead was returned in two pieces measuring 9.3 cm of the connector portion and 40.9 cm of the distal portion. A full breached outer insulation degradation was found at 4.1 cm from the distal tip. External abrasion breaching the outer insulation and exposing the outer coil was found 37.6 ¿ 38.0 cm from the distal tip. The external insulation abrasion was consistent with friction to the device can. Other damages found were consistent with surgical damage.